Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode via review of remote transmission. Patient was called into the clinic, and the was successfully restored. The patient was asymptomatic.